Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Visual inspection of the device revealed physical damage to the main circuit board. The main circuit board was replaced. The pneumatic block was replaced to address the failure to complete its internal self-test. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed battery error messages. Visual inspection of the device revealed physical damage to the main circuit board and chassis. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and failed to complete its internal self-test. The device was not in patient use when the reported event occurred.